Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a tubing prime the user did not initially observe drops at the end of the line, interpreted this as a possible insulin leak, and placed the pump on a paper towel where a drop was later seen; inspection of the cartridge cavity revealed no insulin, and subsequent review determined a connection and use error rather than a product malfunction. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, hospitalization, or device alarms. Investigation included technical support troubleshooting and user education on the supply change procedure, followed by replacement of the cartridge and setup of a new infusion set. Investigation of this case revealed proper change steps were ultimately followed and that the observed drop at the tubing end was consistent with normal priming rather than a cartridge or connector leak. It was concluded that the event resulted from user technique and that no device defect was identified.